Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the savina delivered no gas without generating an alarm. After restart of the device it worked normally.no patient injury has been reported.

Event description:
Please refer to the initial-report.

Manufacturer narrative:
The affected device was tested on-site and the log file was provided to the manufacturer for detailed analysis. A completed device test according to manufacturer specification showed no deviation. The log entries show that the device performed a restart on (B)(6) 2018 due to a missing internal battery supply. Based on the log entries it can be concluded that the savina was operated without efficient internal battery supply or without connected internal battery. The device periodically checks the internal battery during use to check the loading capacity. In case the battery voltage is not within its defined specification and the battery is highly resistive due to its age or a fault, the device performs a warmstart. According to the IFU, the internal battery needs to be replaced every 2 years. During the last service check performed by dräger in march 2018 the customer chose to not replace the internal battery due to its cost. In the prior years the customer performed the service activities in their own responsibility. Based on the available information it is likely that an old battery resulted in the reported problem. In case of the detected deviation the device generates an audible power fail alarm and initiates a warmstart in an attempt to solve the issue. During a warmstart the ventilation is stopped and the breathing system is opened to ambient to allow for spontaneous breathing. A warmstart last approximately 12 seconds and automatically continues the ventilation with the latest settings afterwards. The power fail alarm is powered independently and is automatically tested during use in regular intervals. As no malfunctions regarding the alarm were logged, it is likely that the audible alarm worked during the event. No similar cases, related to the same root cause, were reported within the last three years.